Event description:
It was reported when the patient¿s device was implanted they were not able to adjust the settings so it did not shock the patient¿s heart too bad. The patient¿s pain could not be relived since it was shocking her heart when she had it on. The patient had not used the therapy and it never worked. The patient had worked with manufacturer representatives to reprogram the implantable neurostimulator (ins) but it was not successful and she would be having her device explanted though no date was set. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant: product ID 3778-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead, product ID 37744, serial# (B)(4), product type programmer, patient. Product ID 37754, serial# (B)(4), product type recharger, product ID 3778-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead. Product ID 355531, lot# n316883, implanted: 2012-(B)(6), product type screening device. (B)(4).